Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of an ablation procedure to treat a premature ventricular complex (pvc), an intellanav mifi open-irrigated ablation catheter was selected for use. Metriq pump and maestro 4000 generator were in use. Flow rate was 2 ml/min when mapping and 30 ml/min when ablating. The baseline signal of mifi oi was noisy. When started to ablate, saline leakage was found at the connection site to the tubing set, and maestro showed excessive temperature then shut down. No damage to the luer was found. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
Intellanav mifi open-irrigated ablation catheter was evaluated by boston scientific. Visual inspection noted the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Functional test was done an the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed, and no problems were detected. Noise test was conducted but the noise signals of the device could not be verified during an rf ablation due the conditions of the returned device, therefore, noise issue could not be confirmed. Laboratory analysis was able to confirm the reported clinical observations of fluid leak and message - d05 excessive temperature.

Event description:
It was reported that during the preparation of an ablation procedure to treat a premature ventricular complex (pvc), an intellanav mifi open-irrigated ablation catheter was selected for use. Metriq pump and maestro 4000 generator were in use. Flow rate was 2 ml/min when mapping and 30 ml/min when ablating. The baseline signal of mifi oi was noisy. When started to ablate, saline leakage was found at the connection site to the tubing set, and maestro showed excessive temperature then shut down. No damage to the luer was found. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to boston scientific for laboratory analysis.